Manufacturer narrative:
(B)(6).

Event description:
A 4.0mmx30mmx135cm sterling balloon was selected for use. Some calcification was observed. During the first inflation at the target lesion, the balloon did not inflate. The inflation device pressure did not increase as well. There were no patient complications reported.